Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an open l2/l3 scoliosis fixation. Screws preplanned. Camera position at head end due to angulation of screw placement. Array fixated on spinous process of l2 surface matching l3, accuracy accepted by surgeon. Calibrated depuy symphony drill guide, accepted by surgeon. Surgeon drilled l3 right carefully monitoring the navigation screen following the image of the screw position displayed on navigation screen, checked accuracy of tract with pointer inserted through the tract, calibrated tap accepted accuracy, tapped hole, discrepancy of tapping tract with that of the screw position shown on navigation screen (it has happened all the time so far, even on previous occasions), checked the tract again with pointer and found satisfactory, calibrated screwdriver, accepted accuracy, inserted screw in the tract made. Repeated for l3 left. Surgeon not satisfied with accuracy of drill entry point matching with navigation screen. Re-surfaced matched. Followed principle as above. Surgeon satisfied. (Same discrepancy with tap). Repeated at right l2. Surface matching done at l2. Above principle followed. (Discrepancy with tap). Repeated at left l2. Drill guide not matching with target entry point on navigation screen. Realized the spring on the drill guide was not correct. Corrected. Drilled. Pointer check, tapped (discrepancy), calibrated screw, inserted screw. Screw position checked with image intensifier. The right l3 screw appeared not to go through the pedicle and was probably outside the vertebra. The left l3 screw was angled lower than intended and there was a possibility that it had breached the lower cortex of l3 pedicle and may be close to the nerve root. Image intensifier removed. The right l3 screw was removed. The tract was checked for cortical breach through the tract and found was through the bone al along and was intact. Replaced the screw. Read the image intensifier picture in detail. Now recognized that he the right l2 screw was not going through the pedicle as well on image intensifier. At this stage surgeon felt that all screws may be wrong. Because there was an option that patient could have had a simple decompression (with higher risk of causing instability), surgeon wished to take the risk and convert the procedure into a non-instrumented fusion. So, he removed all screws at this stage and proceeded with decompression and non-instrumented fusion at time with patient autograft. Debriefing surgeon stated instrumental fusion was not necessary in first place but wanted to ensure security for patient. Surgery was prolonged by thirty minutes - one hour, which did not cause any negative clinical effects to the patient. It was reported that there was no direct or increased risk of harm to a critical structure due to the reported problem/apparent navigation inaccuracy at this surgery.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H6: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment (B)(4) image 1. The photographs attached were reviewed, however they do not represent the reported complaint. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the unk screws would have not contributed to the complained device issue. Based on the investigation it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.